Event description:
It was reported that a customer observed a ruptured bladder in an intermate device close to the end of an infusion. There was no patient injury or adverse event associated with this event. No additional information is available. This is report two of two for this event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. This is related to (B)(4).